Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Event description:
It was reported the patient had complete heart block, was pacemaker dependent, and "very sick patient with several medical issues." Device would not pace and had sensing difficulty at implant both inside and outside of the device pocket. A new device was implanted that paced fine. The patient had a ventricular fibrillation arrest at the end of the case that was noted by the staff immediately and the patient was monitored closely. Follow up revealed the patient expired 2.5 weeks post implant in the intensive care unit. Later follow up with the physician reported the cause of death as "brain dead from anoxia due to procedure." Physician further reports that he can't say whether the death was device/system related. Based on additional follow-up, after the implant attempt of the adapta device (B)(4), the patient was implanted with the enrhythm device (B)(4).